Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. The bend in the distal coil was likely the distorted/bent stylet that was in the lead. After the stylet was removed from the lead, the lead did not appear bent. The stylet was likely distorted during the attempted implant. (B)(4).

Event description:
It was reported that a bend or buckle was observed in the distal coil of the high voltage right ventricular (rv) lead. The lead was not attempted. No patient complications have been reported as a result of this event.